Event description:
Complaint reported by attorney. Plaintiff claims to have desara sling implanted on (B)(6) 2010 by (B)(6) m.d. At (B)(6) medical center. As a result of the implantation of the pelvic mesh product, plaintiff suffered and will continue to suffer serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, cont' incontinence, discharge, scarring, infection, odor, and bleeding. No further information is available at this time.